Manufacturer narrative:
Device unique identifier (UDI) #(B)(4). Approximate age of device ¿ 3 months. It was reported that the device would not be returned for evaluation. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on an unspecified date prior to implant, the patient presented to the hospital in cardiac arrest, and required extracorporeal membrane oxygenation (ECMO) and another manufacturer¿s assist temporary assist device to be placed. Approximately one week later, extracorporeal biventricular assist devices were placed. The durable lvad was then implanted on (B)(6) 2016. On (B)(6) 2017, the patient's lactate dehydrogenase (ldh) rose from 704 u/l to 1169 u/l. Lvad parameters remained stable, and there were no alarms produced. The patient was bacteremia and required antibiotics. It was reported that there were no signs of driveline or pump pocket infection. An echocardiogram revealed the aortic valve was closed. The patient was treated with a heparin infusion. Aspirin (asa) was increased to 325mg from 81mg. It was reported that the patient was transplanted on (B)(6) 2017. The transplant was considered routine by the lvad clinicians. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the pump and the reported event could not conclusively be established through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.